Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. The patient will be remotely monitored, and data analysis will be requested. No adverse patient effects were reported. The device remains in service.